Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing due to air entrapment post-implant. Technical services (ts) requested chest x-rays. It was noted that device therapy had been turned off for a weekend then turned back on after new defibrillation threshold (dft) test was performed. It was also noted that this will be further monitored. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.